Manufacturer narrative:
The solitaire will not return for evaluation as it was discarded at the site; therefore, product analysis of the solitaire device was not able to be performed. Patient demographic information was requested, however, it was not available. The solitaire fr performed as intended; as indicated by successful revascularization of the vessel with tici score of 2b after 1 pass. The cause of the subdural hematoma enlargement cannot be reliably determined; however, per the reported information, the most likely cause for the reported event is related to the procedure and patient condition.

Event description:
Medtronic received information that post intervention, an acute subdural hematoma contralateral to the stroke became enlarged. There were no issues reported during the procedure. The patient initially fell down on (B)(6) 2017 and hit their head, resulting in a small acute, subdural hematoma contralateral to the reported infarction which was located in the right m1. Mechanical thrombolysis was performed to treat the infarction the same day. One pass was completed with the solitaire device, resulting in tici 2b. Post procedure, a CT scan was performed showing the hematoma was enlarged. The subdural hematoma was subsequently treated with open surgery.